Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a normal device check, the remaining device lifespan drastically dropped from the estimated longevity earlier this year. An artificially high longevity estimate was performed on current and the previous checkup. The change in the battery voltage trend from the previous checkup to now was normal. An implant to eri estimate was performed and returned the expected longevity was met. It is suspected the device was depleting faster than usual. The patient will continue to be monitored until the device reaches eri.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The decrease in longevity estimation was believed to be due to a programmer anomaly.

Event description:
New information received states the estimated device battery lifespan was incorrectly reported as reaching eri. The device was electively explanted and replaced. No further information is available.